Event description:
The caller reported a pump malfunction. There was no adverse impact to the customer¿s blood glucose level. The customer performed a pump reset on their own and then resumed insulin delivery.